Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 486 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they called to report a broken belt clip which cracked while they were asleep in bed. A new belt clip was sent out to the customer. No further information was provided.